Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient device was causing discomfort and they had to reposition the ins as far away from the back and check the wire to make sure it wasn't broken. They thought the wire was broken but it wasn't.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.